Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high thresholds. X-ray revealed that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.